Event description:
It was reported that this was a high stick arteriotomy closure of the severely calcified common femoral artery using a prostyle device after a peripheral interventional procedure with an armada 35 balloon via an 8f sheath hole. Reportedly, despite being able to complete step 1 without unusual resistance, opening the foot did not "feel right." There was still bleeding from the marker lumen. There was difficulty positioning the device due to extreme calcification. Due to the difficulty with positioning, the device was not deployed. A non-abbott 7.0 x 29 covered stent was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that it is likely that the challenging anatomical conditions. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Femoral imaging results noted calcification was present at the access site. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: the safety and effectiveness of the perclose prostyle smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. In this case, the reported difficulty positioning the device was likely due to the reported extreme calcification. The reported did not feel right is likely a symptom of the reported difficulty positioning.